Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Engineering observed that a metal component located at the bottom of the trigger, that allows the trigger to be engaged to the handle, was bent. Based on the condition of the returned unit, it is likely that the reported event was caused by deformation of the metal component within the trigger of the handle. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report reflects the combined initial and follow-up report.

Event description:
Procedure performed: no information. Description: translation ame: on (B)(6) 2021, in gynecological unit, when using a fusion voyant bipolar clamp, the equipment stopped working. This is an isolated incident, with no consequences for the patient. A second clamp, from different batch (1398340) has been used with success. (B)(6). Additional information received by email from applied medical representative on 1mar21 sorry for the moment I dont have more information the customer doesnt answer me. Patient status: no patient injury or illness occur associated with the complaint event.